Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Several bolus were also delivered. The device delivered properly all bolus and basal profiles. All bolus profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners. The insulin pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have low blood glucose. Customer's blood glucose was 34 mg/dl. Customer treated with food. Customer's blood glucose level was 43 mg/dl at the time of the call. The customer was assisted with troubleshooting and¿ customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. The product was returned for analysis.